Manufacturer narrative:
Sc-2218-50 (sn (B)(4)) device evaluation indicated that the lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 22 cm from the distal end. X-ray inspection confirmed all cables were fractured at the clik site and one cable is exposed at the clik site fracture. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the lead passed all tests performed.

Event description:
A report was received that the patients skin was very thin over the ipg. It was unknown if there was skin breakage.

Manufacturer narrative:
Additional information was received that the patient had no actual skin breakage. No further course of action would be taken at this time.

Event description:
A report was received that the patients skin was very thin over the ipg. It was unknown if there was skin breakage.

Event description:
A report was received that the patients skin was very thin over the ipg. It was unknown if there was skin breakage.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and two leads were replaced and one lead was added per physicians preference for additional pain areas. It was noted that one of the leads had a visible fracture. The patient is doing well postoperatively.

Event description:
A report was received that the patients skin was very thin over the ipg. It was unknown if there was skin breakage.

Manufacturer narrative:
Additional information was received that the patient was having discomfort at the ipg site. The patient will undergo an ipg replacement and lead addition procedure.

Event description:
A report was received that the patients skin was very thin over the ipg. It was unknown if there was skin breakage.

Manufacturer narrative:
Additional information was received that the lead was returned due to fracture. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patients skin was very thin over the ipg. It was unknown if there was skin breakage.